Event description:
The surgeon reported performing cataract surgery with implantation of the istent approx 6 months ago. Since then the pt has experienced a chronic case of mild uveitis. Add'l info has been requested.

Manufacturer narrative:
The stent remains in the pt and is not available for eval. Device identifiers have been requested. Uveitis is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. (B)(4).